Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there was a temperature issue with the pump. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: a review of the black box verified no sudden drops in voltage at the time of the temperature event. The pump powered up with the returned battery cap. The battery cap was able to fully tighten. No evidence of moisture was found inside the battery compartment. The pump was tested for a minimum of 24 hours with a one unit per hour basal setting with no alarms, overheating, or power losses duplicated. The pump electrical current draws were within specifications. The pump case was removed to find no evidence of moisture or loose components inside the pump. The power flex and components were inspected with no defects found. No damage was observed to the power circuit. No evidence of the pump overheating was duplicated during investigation. A battery was not returned with the pump.